Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 551 mg/dl at the time of incident. The customer's blood glucose was 501 mg/dl at the time of call. The customer stated that they were treating the high blood glucose with the insulin pump. The customer stated that the no delivery alarm kept recurring. The customer mentioned that they were having difficulty reading the screen due to screen size. The insulin pump will not be returned for analysis.